Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip blew off at the end at 9,058 joules. Also, it was reported that the fiber tip was not retrieved but the physician irrigated the pt's bladder. No pt injury was reported. The device was not returned for eval.